Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The nurses verified troubleshooting steps were completed and all cords were free of kinks and seated appropriately. The getinge representative attempted to assist in changing over to the transduced fluid lumen, however, the staff was unable to locate the appropriate pressure cable. They have the cs300 intra-aortic balloon pump (iabp) interfaced to the bedside monitor so they were able to see that the fluid lumen was patent and appropriate. They continued to look for the appropriate cable and understood the need for arterial access while running the pump. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters - (B)(6). Additional email address - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.